Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where there was a clot present on leaflet. The patient was admitted for congestive heart failure (chf) for 4 days at an outside hospital. Baseline medication was apixaban. There was a recommendation to switch from apixaban to warfarin, resulting in an inr of 4.0 in (B)(6) 2024. The site has reported the chf to be related to the thrombus.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed based on the description as reported by the site: clot present on leaflet. Available information suggests these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. However, a definite root cause for this event is unable to be determined. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Additional information received through a medical record review and follow up information stated that moderate right ventricular systolic dysfunction was found, and the lateral leaflet was the one that had the hypoattenuated leaflet thickening.